Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Investigation results suggest/indicate procedural factors (undersized valve), in addition to patient factors (borderline native annulus, moderate lcc calcification) likely contributed to the worsening pvl and hemolytic anemia. Subsequent placement of a 26mm sapien 3 valve within the initial 23mm sapien 3 valve resolved the pvl. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, a 23mm sapien 3 valve was deployed with 2 ml more than nominal volume in the native annulus with an area of 431 mm2. The valve landed in a targeted 80:20 aortic/ventricular (a/v) position. As paravalvular leak (pvl) was mild, no additional treatment was performed at the time of the procedure. The patient was in a favorable condition after tavr and was discharged. During the follow-up visit on postoperative day (pod) 28, hemolytic anemia was observed. Transthoracic echocardiography (tte) indicted pvl had worsened to moderate-severe at left coronary cusp (lcc) side. Computed tomography (CT) confirmed that the implanted valve kept proper expansion and did not recoil. The physician judged that the aggravated pvl was the cause of hemolytic anemia. Re-dilation of the valve was performed with a 25mm non-edwards balloon. The pvl transiently decreased but returned to moderate-severe. Additional re-dilation of the valve was performed with 2 ml additional volume but was not effective. A transfemoral valve-in-valve (viv) procedure was performed. A 26mm sapien 3 valve was deployed with nominal volume in a targeted 70:30 a/v position. The pvl was successfully resolved. Both valves remain in the patient. The native annular valve area measured 431 mm2. Moderate lcc calcification was reported. Per the operators, this event may suggest that they should have selected a 26mm sapien 3 valve at the initial operation; however, based on the observation of bav during initial tavr, 23mm sapien 3 valve was considered to be the most applicable size.